Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage from the silicone tubing of a transfer set. The root cause was found to be a pinhole in the tubing. Renal product surveillance, and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Reporter reported a leak from the silicone tubing of a transfer set. The set was in use for 40 days. No pt injury or medical intervention was reported.